Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3636 knotless 1.8 fibertak soft anchor had an issue. When the suture passed through the implant, the suture frayed itself. The issue was discovered during the surgery. The surgeon left the suture as it was. The case was completed with no adverse effects to the patient. Additional information has been requested. On 8/17/2023, the sales representative provided the following information via email: this occurred during a labrum repair procedure on (B)(6) 2023. When the suture frayed itself, the frayed suture was cut out, and the anchor remained inside the patient. Another ar-3636 knotless 1.8 fibertak soft anchor with an unknown lot number was used to complete the procedure. Nothing broke inside patient. There was no case delay reported.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.